Event description:
The patient reported that the up arrow keypad button was unresponsive for three months. He stated that he has to push the up arrow button in a special place in order to get to respond. The patient reportedly wore the pump in a case in a pocket and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/19/2012-device evaluation: the pump has been returned and evaluated by product analysis on 02/21/2012 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button is intermittently responsive. There was evidence of contamination found under all key contacts.